Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside a procedure. It was reported that the accuracy after registration with point merge was 2.2mm. When the site touched the concha media with the tip of the straight suction tube, it was located in the brain according to the navigation system. The deviation was not about 2.2mm but about 5cm. No patient was involved.